Manufacturer narrative:
Date of event: (B)(6) 2020. (B)(6)2020 . Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported the unit is alarming saying the o2 supply is not available. Replaced the gas manifold but the issue is back. There was no patient involvement. The manufacturer's technical services (ts) confirmed the reported issue. The customer was advised to replace the oxygen solenoid as a precaution if the issue can't be reproduced. The customer replaced the defective gas inlet solenoid to address the reported problem. The unit successfully passed the required performance verification test.